Event description:
It was reported this filter was deployed via a jugular approach and immediately migrated into the pt's right atruim. No retrieval attempts were made. The pt remains on anticoagulants and another filter was not placed. Follow-up indicated a pre-placement cavogram was not performed prior to filter placement. The pt remains asymptomatic. No pt sequelae resulted from this event. The device remains implanted and no failure analysis will be available. It was indicated a pre-placement cavogram was not performed prior to filter placement which may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies."